Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported she has elevated readings in the 300-400 mg/dl range the first day after she changes the insulin cartridge of her infusion device. Symptoms are thirst and urination and she treats her readings with additional injections of insulin. She stated she uses the bottom half of her abdomen for her infusion sites, using each side for 2.5 weeks before switching. Site rotation was discussed with the patient. She noticed blood in her cannula 2 weeks ago but has not seen it since. She changes her headset every 3 days and her cartridge and tubing once a week. She was advised to change the cartridge and tubing every 6 days. Troubleshooting did not find any product issues. She stated she has had more physical activity and has been eating at different times as she has been on vacation. She stated she has had some hormonal changes. She was advised to speak with her physician regarding alternate site locations. Courtesy infusion sets and a guide to infusion site management were sent to the patient. On follow up at approximately one week later, she stated her blood glucose are more in her normal range since she is using different site locations. No product was available to be returned for evaluation.